Manufacturer narrative:
Carefusion complaint (B)(4). The customer has been contacted for additional information regarding the complaint but has not responded yet. In the event unit is received for evaluation or additional information becomes available a follow-up report will be submitted. The customer did not specify if the unit is available for evaluation. At this time, carefusion has not received the device. (B)(4).

Event description:
The customer stated: "the vent passes the characterization of the circuit and all else seems to be good. He stated he could only get a little flow during testing, but when the unit is connected and did the test they had good flows and pressures."